Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable at a certain angle, in order to complete a successful charge. There was no impact to the customer's blood glucose level. A replacement cable was sent to the customer.